Event description:
The customer reported an ongoing malfunction issue with the insulin pump, first occurring on (B)(6) 2025. There was no adverse impact on denise's blood glucose level reported. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.